Event description:
It was reported there was a transient spike in rv pacing impedance from 300 ohms to 1000 ohms. Pacing impedance has stabilized at 350 - 400 ohms. There was significant nonphysiologic sensing following the anti-tachycardia pacing and the charge was delivered. Partial lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. Performance data from the ICD device indicates the rv pace impedance measurement was in the 300s throughout the record except for two week in excess of 400 ohm and one week where the max value was 1048 ohms. The lifetime ventricular sensing integrity counter is 834 and all counts occurred since 2009. A high value of this count can indicate a possible intermittency in the system.